Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.

Event description:
Healthcare professional reported a left-side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture : observed broken on the radius side assessed as fold flaw opening and missing side assessed inconclusive . Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Observed 40 mm dark patch edge material inside gel device. Non penetrating nick( stress marks)"

Event description:
The device has been explanted and replaced.